Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Based on the escalation analysis, sensor replacement was approved due to sensor instability and differences in the sg and bg. The device was requested for further evaluation; however, the user was not satisfied with the escalation outcome and requested a meeting with the engineering team to address the concerns. During the meeting, the user was informed that a sensor replacement had been approved. Despite this, the user chose to continue using the current sensor without replacement. As per the data management system (dms) review, the system remained in active use with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.